Event description:
It was reported that high thresholds on the left ventricular (lv) lead led to premature elective replacement indicator (eri) on the device. The lv lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4193-78, lead, implanted: (B)(6) 2005; product ID: 5076-45, lead, implanted: (B)(6) 2005. (B)(4).